Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 14th of november 2024 and 11th of july 2025 recorded a pacing impedance of 500 ohms with multiple intermittent drops to <200 ohms. Furthermore, a fluctuating shock impedance between 80 ohms and 100 ohms was recorded. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported pacing impedance values were too low ( <200 ohm). The lead was capped and a new tachy lead was implanted.

Manufacturer narrative:
Combination product: yes.